Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported a leak at the upper fitment of the tubing while infusing chemotherapy on a patient. There are no more details for this event, as it was reported while inquiring about a similar event. There was no harm to the patient or nurse as a result of this event.